Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The four additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery (lcfa) was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with all five proglide devices due to heavy disease in the lcfa. Ultrasound guided puncture was performed to find an area of low disease, but it was not possible to find a puncture site with no disease. A cutdown was performed to remove the heavy calcification and to create access for the evar. The evar was completed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.